Event description:
As reported by the (B)(4) registry, the patient experienced transient ischemic attack (tia) during the index procedure. The onset was sudden and the recovery was full, no deficit. Also, during the index procedure, the patient experienced stent thrombosis. Post index procedure, the patient experienced an ischemic stroke. The onset was sudden and the patient made a partial recovery, major residual. The patient is a (B)(6) male who was enrolled in the (B)(4) study for stenting of the right internal carotid artery (ica). The vessel was described as moderately calcified and moderately tortuous. The rate of stenosis was 90%. It was noted that the left ica had a 70% stenosis present. Access was made via the left common femoral artery. A 6fr. Cook shuttle sheath was advanced over a 0.035 amplatz wire. Once the shuttle sheath was positioned, a 6 mm angioguard ((B)(4)/ lot 70911439) embolic protection device was deployed distal to the ica lesion relatively easily. The patient had been heparinized , his act was therapeutic. Pre-dilation of the lesion was performed with a 5.5x30 aviator balloon. The patient did experience a brief episode of bradycardia and hypotension that was resolved with intravenous neo-synephrine. At this point, a precise ((B)(4)/ lot 15580906) stent was deployed in the lesion. Right after deployment the patient had a brief very episode of left arm and lower extremity weakness. This lasted approximately two to three minutes. A follow up angiogram showed possible stagnation of blood below the filter. Therefore, the physician inserted an export catheter and performed multiple aspirations of the blood column below the filter. There was some element of spasm noted around the filter; therefore, 50 mcg of nitroglycerin was given.

Manufacturer narrative:
The patient is a (B)(6) male who was enrolled in the (B)(6) study for stenting of the right internal carotid artery (ica). The vessel was described as moderately calcified and moderately tortuous with a 90% stenosis. It was noted that the left ica had a 70% stenosis present. Access was made via the left common femoral artery and an angioguard was deployed distal to the ica lesion. The patient was heparinized, his act was therapeutic. Pre-dilation of the lesion was performed and the patient experienced a brief episode of bradycardia and hypotension that was resolved with intravenous neo-synephrine. At this point, a precise stent was deployed after which the patient had a brief very episode of left arm and lower extremity weakness lasting approximately two to three minutes. A follow up angiogram showed possible stagnation of blood below the filter. Therefore, the physician inserted an export catheter and performed multiple aspirations below the filter during which there was some element of spasm noted around the filter treated with 50 mcg of nitroglycerin. The patient had a tia during the procedure that completely resolved. Fifteen minutes after the end of the procedure the patient had another event and was rushed into the catheterization lab and the stent had a large thrombus in it. Thrombectomy was carried out and the stent was ballooned to open the distal edge of the stent up. It appeared to not be fully deployed. The flow to the brain was established but the patient did not fully recover from the event. There had been a prior recent cva and it was questioned whether there was an acute new event. The patient's medical history includes hyperlipidemia, clinical copd, CABG, renal insufficiency, smoking, myocardial infarction and hypertension. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported incomplete stent expansion. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2012-00389, 1016427-2012-00097, and 9616099-2012-00390

Manufacturer narrative:
The cc has been updated to reflect receipt of adjudication minutes. The patient is a (B)(6) male who was enrolled in the (B)(6) study for stenting of the right internal carotid artery (ica). The vessel was described as moderately calcified and moderately tortuous with a 90% stenosis. It was noted that the left ica had a 70% stenosis present. Access was made via the left common femoral artery and an angioguard was deployed distal to the ica lesion. The patient was heparinized, his act was therapeutic. Pre-dilation of the lesion was performed and the patient experienced a brief episode of bradycardia and hypotension that was resolved with intravenous neo-synephrine. At this point, a precise stent was deployed after which the patient had a brief very episode of left arm and lower extremity weakness lasting approximately two to three minutes. A follow up angiogram showed possible stagnation of blood below the filter. Therefore, the physician inserted an export catheter and performed multiple aspirations below the filter during which there was some element of spasm noted around the filter treated with 50 mcg of nitroglycerin. The patient had a tia during the procedure that completely resolved. Fifteen minutes after the end of the procedure the patient had another event and was rushed into the catheterization lab and the stent had a large thrombus in it. Thrombectomy was carried out and the stent was ballooned to open the distal edge of the stent up. It appeared to not be fully deployed. The flow to the brain was established but the patient did not fully recover from the event. There had been a prior recent cva and it was questioned whether there was an acute new event. The patients medical history includes hyperlipidemia, clinical copd, CABG, renal insufficiency, smoking, myocardial infarction and hypertension. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Hypotension, hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Vessel spasm is a known potential adverse event associated with any interventional procedure where devices are introduced into the vasculature and is listed in the IFU (instructions for use) as such. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. Stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death; 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel, pharmaceutical and procedural factors may have contributed to the reported events. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2012-00389, 1016427-2012-00097, and 9616099-2012-00390.

Manufacturer narrative:
Flow was significantly improved and the filter was removed from the patient. Once the filter was removed brisk flow in the right ica territory was restored. The patient's neurological symptoms completely resolved as there was no neurological deficits at the end of the procedure. A short 6fr sheath was left in place in the left common femoral artery and the patient was transferred to the holding area in stable condition. Fifteen minutes after the end of the procedure the patient had another event described as significant right hemispheric deficit. The patient was rushed into the catheterization lab and after obtaining access a catheter was advanced into the right common carotid and a supportive wire was advanced in the right external carotid. Over that a moma device was advanced into the external carotid, the right external carotid occlusive balloon was deployed through the stents already. In the right common carotid a balloon was then deployed for proximal occlusion. A baseline was already performed showing significant thrombotic material, but there was still reasonable flow through the right ica stent. Additional doses of heparin were given to achieve therapeutic act. Angiography and ultrasound showed significant thrombus in the stented area with significant reduction in flow. Ultrasound showed there were segments in the stent that had minimal lumen diameter of 3 mm (60% restenosis). Angiojet thrombectomy was performed with proximal and distal protection. Post angiojet, there was indeed, fluid of the thrombotic appearance within the body of the right ica stent. Angioplasty was performed and intravascular ultrasound showed that minimum lumen diameter had increased up to 4 mm. The patient's hemodynamics was also affected by vasovagal component which was treated with vasopressors and atropine. Final angiogram showed very good results within the body of the right ica stent. Also, the completion angiogram revealed that there were no vascular loss of any of the branches intracranially. The procedure was successfully completed and the patient was in stable condition. The patient continued to display significant right hemispheric neurological deficit post procedure and was sent to the ICU for close observation. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 9616099-2012-00389, 1016427-2012-00097, and 9616099-2012-00390